Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that a nasogastric tube had been inserted on (B)(6) 2022 and became blocked. Upon removal it was noted that the tube had been perforated about halfway down.

Manufacturer narrative:
Per review of the record it was determined that the original alert date was 10 feb 2022, not 11 feb 2022 as originally reported in g3 of the initial report. One used sample was returned for evaluation. The sample appeared to be damaged and discolored. During decontamination the proximal end of the tube was flushed and there was resistance felt and a brownish substance was flushed out of the tube. The distal end was unable to be flushed due to resistance. A split/tear was identified between 26cm and 25cm markings. Black discoloration was noted throughout the tubing. At the 25cm mark the tubing appears to have expanded/ballooned, which lead to an axial burst causing the tearing of the tube. There was brown residue on the ballooned portion of the tube. While the root cause of the reported issue could not be conclusively determined, this seems to be a user related problem since as per the IFU, vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 08 apr 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Correction: based on sample receipt, values in d1 and d4 have been corrected. The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 10 mar 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.